Event description:
It is reported that a customer was hospitalized for non-diabetes related issues with a high blood glucose level of 400 mg/dl. The time, date and cause of the hospitalization were not provided. The customer was assisted with reprogramming their insulin pump. The customer's pump works as designed. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.